Event description:
It was reported that during follow-up in clinic, failure to capture was observed on the right atrial lead. Patient was asymptomatic. Programming changes were made until lead revision. Subsequently, the lead was explanted and replaced. The physician suspected that the lead dislodged because of the patient's anatomy. Patient was in stable condition after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.